Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states underneath the seat pan the two bars that hold the seat frame has broken.